Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified and 70% stenosed proximal left anterior descending artery. A 2.75 x 28 mm xience v was implanted on (B)(6) 2013. On (B)(6) 2014 the patient had chest pain and angiography revealed in-stent re-stenosis. The stenosis was treated with plain old balloon angioplasty and then normal medical therapy. There was no clinically significant delay in procedure. No additional information was provided.